Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) from a patient. The rep reported that the patient was getting shocked from the device. Impedance showed electrode 8 oor. Not used in programming. Cause is not known. Impedance was >40,000. The battery was moved from the left buttock to left sub clavicle. Patient had increasing pain at ins site and went to the emergency room. Patient had pus coming out of their left sub clavicular surgical site. They were admitted to the hospital for 10 days on IV antibiotics. Patient had redness, warmth, nausea and vomiting.the swelling progressed along the path of the leads. Patient was diagnosed with an infection. The neurosurgeon wanted to take system out but patient declined as they had a follow up appointment with their managing ins physician today. Patient still has shocking in pocket, an unresolved infection, and is requesting removal.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had pain at the ins site. The issue was ongoing. Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the pain at the ins site. Specifically, patient is reporting shocking at the battery site. Rep had her shut her battery off for over the weekend to see if the shocking sensation continues or does not. Trying to rule out causality to the battery versus not. If they determine there may be some cause latitude to the battery will have her schedule appointment with the hcp and meet her with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the shocking at the battery site was not determined. Rep had patient shut battery off. Symptoms persisted. Rep stated it was not ins related. Issue was not resolved, they were referred to the healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient had surgery on (B)(6) 2025. The surgeon did not think the patient had an acute infectious process but rather was having a reaction to her sutures. The system remains implanted and the shocking issue remained ongoing with unknown cause. No other actions were planned at this time.